Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and the catheter would not flush mid-case and was occluded. They high-power flushed the catheter with no resolution. When the catheter was replaced, the issue was resolved. Replacement catheter requested. No adverse patient consequence was reported. Additional information was received. It was indicated that there was no error noted on the ngen irrigation pump. Ablation would not initiate. A catheter temperature too high error was displayed on the ngen monitor (cut-off was not exceeded). This prevented the system from coming on ablation and led them to checking if irrigation was working, even though the pump displayed low flow of 2 ml and was running. Temperature settings were set properly on the monitor for ablation. The catheter was removed from the body to check irrigation flow. They checked the catheter tip for occlusion in the irrigation holes of the catheter and did not find anything. They tried to high flow flush and there was no response of fluid through the catheter, just pressure buildup in the tubing at the back end. When they replaced the stsf catheter, the irrigation worked properly after that. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature, impedance, and irrigation tests were performed, and the device was found working correctly. No temperature, impedance or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31220851l number, and no internal actions related to the reported complaint condition were identified. The temperature and irrigation issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and the catheter would not flush mid-case and was occluded. They high-power flushed the catheter with no resolution. When the catheter was replaced, the issue was resolved. Replacement catheter requested. No adverse patient consequence was reported. Additional information was received. It was indicated that there was no error noted on the ngen irrigation pump. Ablation would not initiate. A catheter temperature too high error was displayed on the ngen monitor (cut-off was not exceeded). This prevented the system from coming on ablation and led them to checking if irrigation was working, even though the pump displayed low flow of 2 ml and was running. Temperature settings were set properly on the monitor for ablation. The catheter was removed from the body to check irrigation flow. They checked the catheter tip for occlusion in the irrigation holes of the catheter and did not find anything. They tried to high flow flush and there was no response of fluid through the catheter, just pressure buildup in the tubing at the back end. When they replaced the stsf catheter, the irrigation worked properly after that.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).